Manufacturer narrative:
D4 UDI: "not distributed in USA", because products are not distributed in USA products, but similar device product are listed in USA. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ccd module with drive pcb blackout. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module with drive pcb. In addition, our technician confirmed that the insertion flexible tube fluid damage, the control body fluid damage, the remote control wire fluid damage, the ccd module with drive pcb fluid damage, the light guide cable fluid damage, the light guide cable for control body fluid damage, the light guide cable for prong fluid damage, the glass rod fluid damage, the lcb distal cover glass fluid damage, the u/d knob broken, the remote control buttons perforated, the light guide cable for control body perforated, the angle lever trim cap missing, the insertion flexible tube crushed, the remote control switch malfunction, and the objective lens dirty; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(blackout ).